Event description:
A facility reported a certas valve (ID 828811pl) was implanted in (B)(6) 2025 in an infant patient diagnosed with hydrocephalus along with other significant co-morbidities. The valve was stuck on setting 4. In (B)(6) 2026, the patient experienced a distal catheter relocation that caused the skin around the valve to expand significantly. After this revision, the neurosurgery team tried to change the setting from ¿4¿ to ¿3¿. Due to the pre- and post-operation, swelling along with movement of the valve in the space, the surgical team could not change the setting despite using different programmers. The manual toolkit read a setting change, while the electronic did not. The customer used portable x-ray to verify the setting did not change. The neurosurgery team decided to replace the valve. The patient has been experiencing occasional vomiting, but the clinical team is not certain if the shunt is responsible due to their other comorbidities.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.